Event description:
Event description guidant received information that during implantation of this transvenous defibrillation lead, the heart was perforated. The lead was originally implanted as a replacement to the chronic lead due to noise, increasing pacing thresholds, and decreased r-wave amplitude.